Manufacturer narrative:
The pro-padz radiolucent solid gel electrodes used during the reported event were not returned to zoll medical corporation for evaluation. Instead, the customer sent multiple pictures of the pads from the reported event. Review of the pictures did not note any discrepancies or burn marks and showed hair and clippings from the patient. The customer was contacted for pictures of the burns, the device, or the clinical log files with no response. At this time, there is no indication of a malfunction. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the electrode pads were smoking and after removing the electrode pads, burns were found on the patient's skin. Complainant did not indicate what degree burns the patient sustained.